Event description:
It was reported that the patient's leadless pacemaker had unexpectedly undergone a software reset resulting in the device going into rom mode. The patient was brought into clinic and the device was restored to nominal settings. The patient was stable.